Event description:
It was reported that during a da vinci s gynecologic procedure, the left eye image viewed from the surgeon's console was black. The surgical staff replaced the camera cable, however, the issue remained. The patient was under anesthesia for approximately 2 hours when the surgeon made the decision to convert to open surgical techniques to complete the planned procedure due to the vision issue and the patient's enlarged uterus. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that the initial vision issue experienced by the customer was associated with a faulty camera cable. The camera cable connects the camera to the system's vision cart, which then transmits the image to the surgeon's console. It was later discovered that the site had inadvertently replaced the defective camera cable with another defective camera cable and as a result, the surgical staff continued to have vision issues. Further investigation revealed that the camera cable was known to be defective, however, it was not properly segregated by the site. The da vinci s surgical system user's manual explicitly states that, environmental or equipment failures may cause the da vinci s system to become unavailable. The surgical team should always have backup equipment and instrumentation available, and be prepared to convert to alternative surgical techniques.